Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-05468. It was reported the patient experienced uncomfortable stimulation. During the lead revision, the physician discovered the lead was fractured. Therefore, the physician explanted and replaced the lead, resolving the issue. Note: both of the patient's leads are being reported because it is unknown which lead is liable.